Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Maria, daughter, is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on 01/15/2017, a back to back blood test was performed by the customer fasting and produced test results of 196 and 192mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing four times a day (fasting) and is taking medication to control her diabetes (pill form). The customer is storing the meter and test strips in the dining room. The customer stated that the date/time has not been setup (wrong date/time).